Event description:
The user rpeorted the pump alarmed "air in line" as intended when the device was in use. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed.